Event description:
On (B)(6) 2010, baxter (B)(4) product surveillance was notified that the colleague volumetric infusion pump was involved in an incident of overinfusion. The customer stated that this new pump infused chemotherapy at twice the rate. The pump was programmed correctly, and was returned to the biomed for verification after the incident. The process step is during infusion, and any report of patient injury or medical intervention is unknown. The software version for this device is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results of additional information becomes available.